Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had no flow after filling. The device was filled with a solution of fentanyl citrate. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.